Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018, system controller history interrogation performed by the hospital clinician revealed elevated pump powers and flows. The ldh was elevated to 867 u/l, and bilirubin increased from 1.2 mg/dl to 2.1 mg/dl. The patient was admitted into the hospital, and pump thrombosis was suspected. Additional information was requested, but none has been provided.

Manufacturer narrative:
The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2018, the computed tomography scan of the patient¿s chest, abdomen and pelvis revealed no pump thrombus. The patient was listed as 1ae for a heart transplant and remained in the hospital until the transplant occurred on (B)(6) 2018.

Manufacturer narrative:
Device evaluation: the report of suspected thrombus was confirmed based on the evaluation of returned pump. Examination of the pump blood-contacting surfaces found a red and white, tissue-like thrombus between the outflow bearing and blades. The thrombus did not show laminated layering, indicating that the tissue did not form in the outlet stator. The distal end of the pump rotor and outlet bearing showed contact marks indicating that the thrombus was present while the pump was operating. The thrombus could have contributed to the reported increase in lactate dehydrogenase (ldh). The evaluation could not determine the origins of the thrombus. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.